Manufacturer narrative:
The insulin pump had button error alarms due to a flattened dome switch at the act button on the keypad trace. The device had cracked battery tube threads, scratched lcd window, cracked reservoir tube lip, and a missing end cap sticker. Unable to perform the operating current to verify the weak battery alarm and off no power alarm due to a keypad damage. No unexpected off no power noted. Unable to verify the external ram crc error alarm and the unexpected restart alarm due to a keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.